Event description:
Hose of warming unit was placed under blankets (the warming blanket from MFR was not used). Pt began complaining of burning arm and quarter sized red areas appeared on legs. No evidence of blisters. Pain and redness later subsided.